Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was discovered that the electric pen drive device was not gripping wire when in use. It was reported that another set was opened to get the wire driver. It was reported that there was an approximate four minute delay. There was patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the coupling on the tool side was loose and unable to grip k-wire. It was also noted that the checks for status of development, sleeve for spring, lever on tool coupling, seating of cover sleeve, lid and sleeve for spring and clamping ring on tool coupling have failed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.